Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV, granuloma and rupture.

Event description:
Healthcare professional reported an implant with "completely defective shell, free silicone on implanted cavity" and "axillary siliconomas". Later through follow up paperwork reported capsular contracture baker grade IV. This record is for an right side. The device was explanted.